Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and found that the boot up error message had appeared on screen. Upon trouble shooting, fse found issue with host pc. The defective parts were returned for analysis, for host pc is confirmed. The failed component was cmos battery. The mode of failure was battery charge/discharge issue. However, the replacement of host pc by the fse has resolved the reported issue. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that system won't boot up completely. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.